Event description:
It was reported that pump triggered cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and returning problematic pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.